Event description:
It was reported that the device was used during a lap. Gastric bypass procedure. It was reported that the hand piece locked out during the case. The case was completed with another hp052. There was no patient consequence.